Event description:
Patient was in a prone position for a surgical procedure for more than 4 hours that resulted in a reddened area across the forehead when the patient was returned to the supine position. A few months later patient has presented with a 3 cm non-healing lesion to his forehead that is requiring additional intervention by plastics/dermatology.no other problems noted with this product in the past.====================== health professional's impression======================decreased circulation to the area (forehead)for a period of time.====================== manufacturer response for prone position pillow, disposa-view disposable prone position head cushion======================there has been no change in the product (ie density of the foam or change in product design.)